Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used during an endoscopic procedure to treat esophageal varices in a male patient (age and weight unknown) in 2008. According to the complainant, after assembly, it was discovered that the suture string on the ligating head was broken. The procedure was completed with a second speedband superview super 7 ligator device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The lot number is unknown; therefore, the device manufacture date and expiration date cannot be determined. The device was discarded. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.